Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed and tested the pump for the flow accuracy testing at the flow rates of 20ml/hr and 40ml/hr and the flow rate accuracy error percentage rates were +0.255% and +2.0125%, and both error percentage results were within the specification rage of +/- 5%. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had repeatedly failed the volume delivery test, the results were above the limit of 21g by a range from 0.1 to 0.3 above 21g. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.